Event description:
This report is being filed upon notification from our mr manufacturer in (B)(6) to submit this event that happened in (B)(6). Problem: the pt had a mr exam. The pt was scanned with the synergy body coil on an intera 1.5t mr system. Immediately after the examination a second degree burn appeared on the arm with a 2 cm x 2 cm blister.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.